Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation we could not specify the root cause of the remaining foreign material. As it is unknown with the obtained information if the reprocessing has been implemented in line with the IFU, we could not specify the cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign matter that came out from the nozzle. There were no reports of patient involvement.